Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water accumulated in the pilot balloon. The event occurred during infusion at the facility. There was no reported patient harm or adverse event as a result of the event.

Manufacturer narrative:
H3: the device was received for evaluation. No lot history review was performed because no lot number was provided. Visual and functional tests were performed. Based on results of testing the reported failure was not observed. No signal of similar customer complaints was identified. There was no known cause of the reported issue, and no further action was taken.